Event description:
It was reported that the kvo (keep vein open) rate on the hospital's alaris devices are set to "low" (2ml/hr). An event occurred wherein an infusion was programmed using pediatric profile for vasoactive medications. Because the patient's weight was 89 kg, the infusion was programmed in adult concentrations and not weight-based. The epinephrine, norepinephrine and vasopressin are in the guardrails drug library and were programmed appropriately on the alaris devices. The epinephrine (concentration 4mg/250ml) was programmed at 10mcg/min (rate of 37.5ml/hr) and the pump went into the kvo rate of 2ml/hr. The norepinephrine (concentration 16mg/250ml) was programmed at 50mcg/min (rate of 47ml/hr) and went into kvo rate of 2ml/hr. It was noted by the clinician that the devices do not product "hard alarms" (high priority alarms) when the infusion completes and kvo rate starts. The device only provide "soft alarms" (medium priority alarms). This patient is on high-frequency oscillatory ventilation (hfov) and the room is very loud. The patient had significant blood pressure instability with both instances of kvo not matching the programmed rate and changing to 2ml/hr. The infusion rates were restored to programmed rate and patient's blood pressure returned to acceptable range with close monitoring. The kvo rate of 2ml/hr was running for less than one minute before it was fixed but the patient was highly sensitive to the medication. Furthermore, the clinician mentioned that the device was functioning appropriately based on the settings that were decided on last year by the hospital (default kvo settings, kvo rate can be set in system configuration from 0.1 - 20ml/h in 0.1ml/h increments by the hospital end users). The customer also reported that a similar issue previously occurred. The clinician added that these settings are now under discussion as a result of the recent event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the kvo (keep vein open) rate on the hospital's alaris devices are set to "low" (2ml/hr). An event occurred wherein an infusion was programmed using pediatric profile for vasoactive medications. Because the patient's weight was (B)(6) kg, the infusion was programmed in adult concentrations and not weight-based. The epinephrine, norepinephrine and vasopressin are in the guardrails drug library and were programmed appropriately on the alaris devices. The epinephrine (concentration 4mg/250ml) was programmed at 10mcg/min (rate of 37.5ml/hr) and the pump went into the kvo rate of 2ml/hr. The norepinephrine (concentration 16mg/250ml) was programmed at 50mcg/min (rate of 47ml/hr) and went into kvo rate of 2ml/hr. It was noted by the clinician that the devices do not product "hard alarms" (high priority alarms) when the infusion completes and kvo rate starts. The device only provide "soft alarms" (medium priority alarms). This patient is on high-frequency oscillatory ventilation (hfov) and the room is very loud. The patient had significant blood pressure instability with both instances of kvo not matching the programmed rate and changing to 2ml/hr. The infusion rates were restored to programmed rate and patient's blood pressure returned to acceptable range with close monitoring. The kvo rate of 2ml/hr was running for less than one minute before it was fixed but the patient was highly sensitive to the medication. Furthermore, the clinician mentioned that the device was functioning appropriately based on the settings that were decided on last year by the hospital (default kvo settings, kvo rate can be set in system configuration from 0.1 - 20ml/h in 0.1ml/h increments by the hospital end users). The customer also reported that a similar issue previously occurred. The clinician added that these settings are now under discussion as a result of the recent event.

Manufacturer narrative:
(B)(4).